Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that at an unknown time post-op, four set screws had migrated at l5-s1 and the rod was backed out of the screw. "The patient had ossified bone and no neurology symptoms or pain. The patient can hear creaking.l4-s1 is fused."